Manufacturer narrative:
The investigation for the introducer damage has been completed. Data logs are not relevant to the complication and product was not returned for investigation. Clinical details provide that the companion sheath became decontaminated during case start of the single-access pci procedure. There was no harm to the patient and the procedure carried on without issue. Based on clinical details provided, the root cause of the cosmetic defect was determined to be a use issue.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the 7fr companion sheath was contaminated when the patient kicked and dropped sterile equipment of the bed. No patient harm has been reported.